Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. Air embolism is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as suction was used to successfully remove the air. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. While adjusting the clip in the left atrium, a small amount of air was observed. The physician proceeded with the deployment of the clip. Suction was used to successfully remove the air. Mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure. On (B)(6) 2024, echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4.